Manufacturer narrative:
Patient's weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away for unknown reason. She was in hospice due to chronic pain. It was not believed that the patient's death was device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the heartmate 3 lvas, serial number: (B)(6), could not conclusively be determined from this evaluation. Per additional information from the ventricular assist device (vad) coordinator, the patient was placed on hospice care due to chronic pain. The patient¿s death was not considered to be device-related and the device operated as expected. The heartmate 3 lvas, serial number: (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 11jun2019. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. Section 1 entitled ¿introduction¿ lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist device. No further information was provided. The manufacturer is closing the file on this event.